Event description:
Signal loss alarm" issue was reported with the abbott diabetes care (adc) with marlx1a huawei 10 with an unknown operating system. The customer reported that their app had a "signal loss" with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced sweating and a loss of consciousness and was unable to self-treat. The customer was treated with intravenous glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to [add details from complaint here]. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported missing alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, therefore, this complaint is not confirmed to use. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Signal loss alarm" issue was reported with the abbott diabetes care (adc) in use with with marlx1a huawei android os 10 and app version 2.11.2.11107. The customer reported that their app had a "signal loss" with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced sweating and a loss of consciousness and was unable to self-treat. The customer was treated with intravenous glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.